Event description:
Procedure type: urinary incontinence. According to the reporter: the patient's attorney alleged a deficiency against the device. Product was used for therapeutic treatment.

Manufacturer narrative:
(B)(4). Covidien is submitting this report on behalf of (B)(4) (importer). (B)(4).

Manufacturer narrative:
(B)(4). Covidien is submitting this report on behalf of (B)(4) (importer). (B)(4).

Event description:
Per additional information received,urinalysis: bacteria - rare, blood - small; hyaline casts - 38/low power field (lpf); ketones - trace; mucous - present; oval fat bodies - rare; protein - 100 mg/dl; squamous epithelial cells - rare; white blood cells (wbc) cast - 3/lpf; wbc - 1/high power field (hpf).hospitalized with complaint of lack of urination. Also had bilateral flank/lower back pain, edema and abdominal distention for 1 day. Diagnosed with decreased urine output and inability to void - self catheterization - prescribed hydromorphone 4 mg. Urine culture: no growth; less than 100 colony forming units/ml.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. Reason for mesh implantation: cystourethrocele and stress urinary incontinence procedure (s) performed: anterior repair, uretex sling, pubovaginal sling with cystoscopy complications post uretex sling placement: in 2011 - abdominal pain, decreased urine output and distention, constipation - renal ultrasound for urinary obstruction shows no abnormalities. - urinary retention, back ache, intermittent urinary retention since the implant surgery. Plan - prescribed oxycodone, colace, wellbutrin. Discuss for revision of vaginal sling. In 2011 - emergency room, complaints of recurrent urinary retention, abdominal pain, requested foley to be removed. CT of abdomen and pelvic shows acute findings, unable to pass urine, previous episodes of urinary tract obstruction, back pain. On exam, creamy vaginal discharge - chronic back pain, urinary obstruction. - prescribed toradol, levaquin in 2014 - emergency room, complaints of back pain, dysuria, history of cystitis, pyelonephritis from her pain, history of bladder problems and self-catheterization owing to bladder sling, uti. Plan - discharged to home.